Event description:
Report received from the USA stated that an 840 ventilator stopped cycling. There was no report of pt involvement. The date of the event is unk. No add'l info is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specification. Covidien ref: (B)(4).